Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 287 mg/dl. Assisted customer with installing new battery. The display did return. Assisted customer in performing a self test and the pump passed. Advised the customer to monitor the pump. Advised that we will ship a replacement battery cap as a courtesy. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.